Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation therapy from her scs system following a fall. A sjm representative met with the patient but was unable to regain effective stimulation with reprogramming of the patient's scs system. A system diagnostics did not show any anomalies. X-rays of the patient's scs lead were ordered as the next course of action.